Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that this report is a duplicate report of MFR# 1045834-2013-23094. Please reference 1045834-2013-23094 for all relevant information regarding this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumber 2-3 decompression and lumbar 2-5 fixation surgery it was observed that the motor device was "not working" and it sounded "like an air leak." As a result, there was a ten minute delay in surgery. An identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.